Event description:
It was reported that the customer experienced on-going intermittent low blood glucose (bg) levels of below 30 mg/dl. Low bg cause was not known. Customer required assistance from spouse who administered glucagon injection to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.